Event description:
The pt did not recharge her implantable neurostimulator for 3 weeks and lost stimulation. When she tried to recharge, she did not see any recharge efficiency bars blackened. She didn't have problems recharging earlier. There was no swelling. The device was bulging out and flipped onto one side. The pt was seen in clinic 1 week later. The implantable neurostimulator was not in over-discharge. The rechargers appeared to be working correctly. The normal recharging screen was seen, but no recharge efficiency bars were blackened. The neurostimulator appeared to be oriented correctly. It was later determined that the implantable neurostimulator was flipped. The hcp flipped the device back without surgery 5 days later. The implantable neurostimulator battery was discharged.